Manufacturer narrative:
Information was received from a company representative who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing loosening of the femoral component.

Manufacturer narrative:
No devices or photos were received for exam since the device remains implanted in patient; therefore, the exact condition of the device is unknown. Without a device, both visual and dimensional evaluations cannot be performed. The device history records could not be reviewed as the product part and lot number is unknown. This device is used for treatment. A product history search could not be performed and compatibility could not be assessed as the part and lot numbers are unknown. Surgical notes were not provided; therefore, it cannot be confirmed if the components were implanted utilizing the applicable surgical technique. A definitive root cause cannot be determined with the information provided.